Event description:
Information received indicates, the head section is drifting.

Manufacturer narrative:
The facility replaced the CPR and head down valve and the problem returned. The facility has not completed further repairs.